Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture inside the battery compartment. The reporter denied damage to the pump. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 22-dec-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2017 with the following findings: review of the black box data revealed data from the date of the reported had been overwritten due to continued use. There was no evidence of an ¿intermittent power¿ issue in the available black box data. The pump powered on normally using the battery cap returned with the pump. The battery cap measured within the required specifications and was able to fully tighten to the pump. The pump was exercised for 24 hours without any interruption in power. Leaking testing was negative for moisture ingress. There was no damage to the battery compartment. Investigation did not duplicate the complaint.